Manufacturer narrative:
Date of death, date of event, date of implant: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The myocardial infarction, thrombus and revascularizations referenced are reported under another MFR number.

Event description:
It was reported through a research article identifying the xience v stent that may be related to the following: death, myocardial infarction, thrombus and revascularization. Details are listed in the attached article, titled efficacy and safety of stents in st-segment elevation myocardial infarction. Please see the attached article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).